Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a low glucose alert at 66 mg/dl followed by a nadir of 44 mg/dl, and the user treated the event with candy and planned to drink orange juice. Customer care provided support that included attempts to obtain follow-up information by phone. Investigation of this case revealed that the cause of the hypoglycemia was unclear due to limited information. No clinical symptoms associated with low blood glucose reported at the time of call. Outcomes included self-treatment with oral carbohydrates without medical intervention or hospitalization reported. It was concluded that the event was user-experienced hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.